Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the healon was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the use of the ophthalmic viscosurgical device (ovd), in several operations, a blue/black thread was injected into the patient's eye, dates and number of patients unknown. Through follow up we learned, the doctor saw the blue/black thread coming out of the healon canula together with the healon. The thread was aspirated out of the eyes, but is not available for investigation. The surgeries were delayed by 10 minutes. The patients are not experiencing any issues. No further detail was provided.